Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip broke, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer who stated that it was a bad instrument and that universal surgical manipulator (usm) 2 was working properly with other instruments. The customer just wanted to get reimbursed for the faulty instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had not been issued for return; the customer had not contacted customer service to create the RMA for the instrument. Although the complaint regarding the tip not articulating and breaking off was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported the suction irrigator instrument wrist was not articulating in the universal surgical manipulator (usm)2. When the staff removed the instrument, the tip broke off and it was understood that it was removed with the instrument. The caller stated they were going to be doing additional tests to ensure no fragments had fallen into the patient. Live logs were not available. The caller was unsure if the surgeon had used any other instruments in usm2 after using the suction irrigator and if they were done with the da vinci portion of the case. The procedure was completed. Isi made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.